Manufacturer narrative:
Additional information: review of radiographic images show ap and lateral views that are provided. It shows a construct from l4 to the iliacfor an isthmic spondylolisthesis. There is profound degenerative disease present. No evidence of rod or screw fracture is evident to support the claims made regarding this patient. Analysis of the returned device shows that visual and optical examination of mas bone screw confirm breakage at the neck of the bonescrew head, optical examination reveals severe secondary (post-fracture) damage to the fracture surfaces. Due to the extent of the fracture damage, no additional observations can be determined. The conclusion for this implant is inconclusive, as the implant was returned in a condition unsuitable for evaluation.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Review of radiographic images show a legacy rod has broken. There are ap and lateral views that are provided. It shows a construct from l4 to the iliac for an isthmic spondylolisthesis. There is profound degenerative disease present.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw and rod were broken thus causing the patient pain. No further details are known at this time.